Manufacturer narrative:
Visual assessment of the device confirmed its reported breakage. Approximately 2.835 of its length has been broken off. The break area shows no material voids. The break area shows significant signs of elastic deformation. The guidewire is bent in multiple locations along its length. The guidewire condition indicates it was subjected to excessive forces resulting in its failure. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
When using the nitinol wire it broke inside the joint. It is unknown if a backup device was available and if there were any delays. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.